Event description:
It was reported that a dissection occurred. The patient was diagnosed with acute myocardial infarction. Vascular access was obtained via the femoral artery. The 80% stenosed, 3.00 x 30mm, de novo target lesion non-tortuous and mildly calcified proximal to mid right coronary artery. Following pre-dilatation, a 3.00 x 32mm synergy drug eluted stent was deployed. Significant resistance was encountered during the operation. Post stent deployment, haziness and a proximal edge type b dissection were noted. A 3.00 x 12mm promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable and responding well to the medicines.